Event description:
The reporter contacted animas on (B)(6) 2014 alleging the battery power indicator had dropped by 2 bars and then returned to full 3 bars, where it remained. The reporter stated this was second incident of this occurring. Customer support advised the reporter to change the battery in the battery in the pump at the time of the call, but the reporter declined stating she preferred to change it the next morning instead. The reporter stated she would follow up with customer support the following day. Customer support made several attempts to contact the reporter in follow up but was unsuccessful. No arrangements were made for the return of the pump for investigation. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged power issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/24/2015 with the following findings: review of the black box and download history revealed that records from the date of the alleged incident ((B)(6) 2014) had been overwritten due to continued patient use. As a result, investigation was unable to review the black box and download history from the time of the complaint. A review of the existing alarm history and black box data did not show any records of errors, alarms or warnings related to the type of complaint. The recent black box data revealed that the pump was maintaining acceptable battery voltage levels. There was no evidence of short battery life observed in the existing black box data and download history. The pump¿s electrical current readings were measured during investigation and found to be within the required specifications for normal operation. Investigation did not confirm or duplicate the complaint and the pump was found to be operating as expected within the required specifications.